Event description:
Caller tested 3.8 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. Caller reported having an extreme headache with the result of 3.8 inr. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.